Manufacturer narrative:
This case, with patient (B)(6) (lot 24639532) is related to case with patient (B)(6) (lot 24638322) the event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different lots of strips on the same active meter, within 10 minutes: 48 mg/dl (lot 24638322) and 232 mg/dl (lot 24639532). No adverse event reported. Return of suspect device was requested and replacement was sent.